Event description:
Healthcare professional reported rupture of the device with capsulare capsulare, left pasty brown periprosthetic collection. Shell is pathological silicone widespread in a lodge. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma- late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture of the device with capsulare capsulare. A left pasty brown periprosthetic collection. Shell is pathological silicone widespread in a lodge.